Manufacturer narrative:
Additional information: target lesion was involved. The investigator assessed the event as related to the index device and possibly related to the re-intervention procedure or paclitaxel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact av access balloon catheters were used to treat the venous outflow of the right arm. Approximately 7 months post procedure the patient suffered from vessel restenosis in the outflow vein of the arteriovenous fistula. Mild stenosis in the peripheral and central graft to 3mm was noted. A 7 x 60mm non mdt balloon was introduced and an angioplasty was performed in multiple stations across the above mentioned stenosis in the graft with improvement in luminal diameter to 4mm of both stenoses. The patient experienced symptoms of elevated venous pressures and prolonged bleeding. A 7 x 40mm in.pact av access balloon was introduced and 3 minutes of angioplasty time was applied to the more peripheral outflow stenosis. A repeat antegrade fistulography demonstrated improvement of both grafts stenoses to 5mm luminal diameter compared to 3mm at the beginning of the procedure. A 8 x 40mm non mdt balloon was introduced and conventional angioplasty was performed in multiple stations of the more central outflow graft stenosis. It was stated that restenosis involved the index target lesions. The patient is recovering.

Manufacturer narrative:
Update 13 feb 2025: patient recovered. Update 27 feb 2025: during the index procedure two in.pact av access balloon catheters were used to treat the venous outflow in-graft segment of the right arm. Update 03 mar 2025: ae term updated to: multi-focal restenosis in intra-graft segment of arteriovenous graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.